Event description:
It was reported that the patient experienced severe pain at the lead site after the trial procedure. The physician believed that the pain was procedure related. The patient underwent an explant procedure wherein the leads were removed. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7219420.